Event description:
It was reported that air bubbles were found in the reservoir and also that insulin leaked out of the reservoir into the reservoir compartment. Customer had stated that he did not receive an alarm but the high pressure test was performed and it did alarm at 3.2 units. Settings on the insulin pump are correct. It was reported that the customer experienced high blood glucose between 140 and 320 mg/dl. Current blood glucose value is 167 mg/dl. Customer stated that the problem occurred with two lot of reservoirs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.